Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, all keypad buttons were responsive to user input. The keypad was undamaged. The keypad was removed to find no contamination or damage to the button contacts. The unresponsive keypad issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons and the ok button were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.